Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was undersensing during vt which resulted in an inappropriate return to sinus detection. The device then redetected vt and delivered therapy, successfully terminating the vt rhythm. The device was reprogrammed. Patient was normal during check up.